Event description:
Rn was giving demerol with a blunt cannula syringe (unknown type). When the syringe was removed the septum inverted and blood backed up in the tubing. No patient injury. Sample was discarded by the customer.